Manufacturer narrative:
The contract manufacturer, lianyungang aiyeh non-woven products co., ltd. FDA: (B)(4), provided the following response to supplier corrective action request on march 26, 2024. The following potential root cause has been identified through the course of the investigation: there was no sample or photo provided for evaluation. The contract manufacturer conducted a process investigation and its possible the fiber may come from the edge of the non-woven fabric. The operator failed to detect the loose fiber. A root cause has been identified as operator failure to detect the loose fiber. The contract manufacturer is increasing inspections on the next five product lots to confirm effectiveness of corrective actions. The following corrective actions have been identified for implementation to minimize the opportunity for recurrence: the defect information was shown to the operators, and they were informed this kind of defect is unacceptable. If the raw material of the non-woven fabric exhibits fluff at the edges, it must be sorted out and deemed unusable for production purposes. In the event of a malfunctioning cutting knife leading to fluff on the reinforcement, operators must promptly sort out the affected reinforcement and replace it with defect-free material. During the production process, if any foreign material is discovered on the product, operators must utilize tape to remove it immediately. Quality control personnel is responsible for supervising the cleanliness of the production line and maintaining detailed records of inspections. We have re-trained operators to pay attention to detail. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the basics mayo stand cover, zone-reinforced, x-large. The complaint component mayo stand cover, part number 78657 is contract manufactured by lianyungang aiyeh non-woven products co., ltd. (FDA registration number (B)(4). This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Incident # 1 two reports were received from the same end-user. The mayo stand cover occasionally has fibers (fluff) on it that sticks or snags on instruments. If these instruments are used in the eye, the fibers could end up in the eye.